Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the german guideline. Oekg checked the subject device. The outside of the subject device was following condition. Light guide lens is cracked. There is a hole in the cover glass glue. Distal end is dented. Missing part of the glue on the bending rubber. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for unspecified microbes (24 cfu). The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.